Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving dilaudid (hydromorphone) with an unknown dose and concentration via an implantable pump. It was reported the pump stalled. It was unknown what factors may have led or contributed to the issue. It was noted the patient attended a normal office visit for a pump adjustment on (B)(6) 2020. The provide observed the pump stalled on (B)(6) 2020. The office nurse was unsure if the pump will be replaced at this time. No surgical intervention occurred. It was asked but unknown if surgical intervention was planned. It was noted that the issue was resolved at time of report. The patient's status was alive-no injury. The patient's medical history was chronic pain. The event date was (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
Corrected information: the ¿date manufacturer received¿ should have been 2020-04-02 on the initial MDR. If information is provided in the future, a supplemental report will be issued.

Event description:
It was confirmed that there was no MRI, emi (electromagnetic interference), or magnets associated with the pump stall. No further complications have been reported as a result of this event.